Event description:
It was reported that the bronchovideoscope displayed a scope communication error (b30). The issue was found during a thoracoscopic lung resection procedure and the intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Additionally, the investigation, found that: the insertion tube coating is peeled off (1 mm2 or more). Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.